Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant and abutment were returned for investigation. There were no allegations against the abutment; the investigation was centered only on the implant. Visual inspection of the returned implant identified bone residue and signs of wear due to usage. The device was functionally tested using in-house cover screw and driver. Its internal threads and hex were determined to function as intended. Additionally, measurement analysis was conducted and comparison to the production drawing revealed that the device was within design specifications. Pre-existing conditions noted on the product experience report (per) was osteoporosis. The reported device had been implanted on tooth # 9 for approximately 8 years. X-ray and picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported biomechanical overload / stress. The implant was returned but the reported complaint could not be verified through testing of the returned device. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Last name and email address unknown / not provided.

Event description:
It was reported that the implant had biomechanical overload. The implant was removed and the site grafted.